Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro device was harvesting the radial artery but would not cauterize branches. A pre-cautery test performed was not performed; however, the device worked for brief period of time but was then non-functional. Harvester exchanged the hemopro cable, and the device still did not work. A new device was opened and connected to the original cord; then the device functioned. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation . It showed signs of clinical usage and slight evidence of blood. A visual inspection did not identify any non-conformities. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. Based upon the evaluation results, the reported complaint was not confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).